Event description:
On (B)(6) 2012, the lay user/patient's daughter contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was displaying a battery indicator when attempting to perform a blood glucose test. The medical surveillance specialist (mss) spoke with the patient's daughter on (B)(6) 2012 to obtain additional information. The reporter claimed the alleged issue occurred on (B)(6) 2012 at an unknown time in the evening. The patient was reportedly managing her diabetes with glyburide and metformin pills 2x per day and tests her blood glucose 2-3 times per day. The reporter stated that the last time the patient was able to check her blood glucose was in the morning of that same day and the result was "normal." The reporter stated that patient continued with her usual diabetes management routine in response to the alleged issue and mentioned the patient had not been eating very well recently which causes her blood glucose to drop low. She claimed that a few hours after attempting to check her blood glucose, the patient "passed out" at approximately 11pm that evening. Prior to passing out, she was not exhibiting any symptoms. The paramedics were called by a family member and when they arrived, they checked the patient's blood glucose using an hcp meter (brand unknown) and reportedly observed a value of "21mg/dl." She was treated with IV glucose and when she regained consciousness, she was given a jelly sandwich with orange juice by the paramedics. The paramedics did not take the patient to the hospital since she recovered at home. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. Based on the subject meter¿s specifications of use, the battery did need to be replaced but the patient did not have a new battery available. It was also noted that the patient's test strips were expired. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia which required treatment from an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.